Event description:
Healthcare professional reported 5 months after injection of unspecified juvederm voluma in the prejowl sulcus and 4 months after injection of juvederm volbella in the tear troughs pt developed an allergic reaction related to each product at its specific injection site. Specifically the pt developed masses in the prejowl sulcus, as well as erythema, "itchiness", and swelling under both eyes and a mass under the right eye. Pt has simultaneously developed "pityriasis rosea on [the] trunk". Healthcare professional treated the pt with "hyalase" of the masses and doxycline.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of an allergic reaction involving masses and pityriasis rosea is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects. The doctor must be inform the pt that there are potential side effects linked to this procedure, which can be either immediate or delayed. Indurations or nodules at the injection site. The pt must inform the doctor about persistent inflammatory reactions lasting more than one week or the appearance of any other secondary reactions as soon as possible. The doctor must treat this appropriately. The distributor and/or MFR must be informed about any other undesirable side effects linked to the juvederm voluma injection.